Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing impedance measurements from 625 ohms at implant to 1,941 ohms at the most recent follow-up. There was also an increase in pacing threshold measurements. When the device was programmed to unipolar, the pacing impedance was 1,793 ohms and the threshold was 2 volts. Technical services (ts) was contacted to discuss this case. Ts suggested further lead evaluation. A chest x-ray will be performed in the near future. The associated device is a competitor product. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time, there is no additional information. Should additional information become available this report will be updated.

Event description:
Field follow-up states the patient is doing well and continues to be monitored, with no medical nor surgical intervention planned and no adverse effects of note.